Event description:
It was reported that the patient underwent a 5 level thoracolumbar fusion. Approximately 31 months post op, it was noticed on films that the rod had fractured. The patient underwent a revision surgery to replace the rods and the construct was secured with crosslinks. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.